Event description:
It was reported the pt underwent a percutaneous coronary intervention followed by an angio-seal deployment in 2003. The angio-seal tension spring was removed forty five minutes later; a hematoma and bleeding were present. Manual pressure was applied to achieve hemostasis. The pt ambulated four hours later. The pt presented to the hosp 3 days later with symptoms of pain; an ultrasound revealed a pseudoaneurysm. The pt underwent surgery 4 days later; the angio-seal device was removed and a patch angioplasty was performed to repair the artery. The physician stated the puncture site was on the side of the common femoral artery.